Event description:
A family member reported that the down arrow required multiple presses to elicit the desired response. The keypad is reportedly intact. The patient reportedly wore the pump on the exterior of clothing and did not clean the pump.

Manufacturer narrative:
(B)(6). The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the ok and down buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. A review of the device history record showed that the pump was operating within specifications at the time of release.